Manufacturer narrative:
Pump received with stuck motor error alarm loop during bolus delivery and motor position encoder error. Alarm confirmed in the history file. Pump passed rewind, basic occlusion, prime/delivery and displacement test. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. (B)(4).

Event description:
Customer reported via phone call to have received a motor error alarm during fill cannula. Customer's blood glucose was 300 mg/dl. Customer also reported of receiving a check settings alert. Customer reported of not being able to get insulin pump to work. After troubleshooting, customer was advised that insulin pump would need to be replaced.